Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 28640681, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. During follow-up communication with the clinics, it was confirmed that the patient's home clinic uses compounded 50% w/v glycerin, whereas the refill client uses non-compounded glycerin. The patient was able to do a flow scan study, and the result confirmed that there was an obstruction in the catheter. The clinic was able to clear it. Bolus path occlusion is a known adverse event listed on the intera 3000 pump IFU. Device remains implanted and in use with the patient. A root cause is not able to be concluded.

Event description:
A clinic reported to intera oncology that one of their nurse performed a glycerin refill for a new patient. The nurse returned 29ml of glycerin from the pump, meaning 1ml was infused since the last fill by the provider, 57 days prior. The expected infused volume was 8.91ml, which would have yielded about 21.1ml to be returned from the pump. The physician was notified and they are performing a pump study.